Event description:
Patient reported the infusion device shut-down by itself. She changed the battery, and the infusion device displayed an e7 electronic error. She began to deliver insulin via pen, and later she attempted to start the infusion device again. There was a white line on the display and the display was broken. Patient was unable to correctly read the insulin delivery amounts. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.